Event description:
A seroma was reported. It was reported that the patient developed fluid accumulation/seroma and pain at back incision and front device pocket 5 months after implant. Surgical revision done on (B)(6) 2012, during which an "attempt" was made to patch the dura and "stop leak." The revision did not resolve the issue, family "opted" to explant device. It was noted that the customer discarded the device, device will not be returned. Patient status at the time of this report was alive with injury. The device system was used to infuse baclofen. A follow up report will be submitted if further information is provided.

Event description:
Additional information was received. It was reported that the patient was doing 'fine'.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8709sc, lot# n322164003, implanted: 2012 (B)(6), explanted: 2012 (B)(6). (B)(4).